Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink buretrol solution set was blocked. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device was unable to prime as no flow was observed through the line. A blockage was noted in the drip chamber of the device. During a filter integrity test, it was observed that the disc was not filling with air when pressure was applied. When the filter was cut, a blockage with flashing or solvent was observed. The subassembly center hole was too small to allow liquid flow. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.